Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The treatment and cause of the event were not reported. The patient was hospitalized for the event and was still hospitalized. Peritoneal dialysis therapy was ongoing. At the time of this report, the patient was recovering from the event. No additional information is available.

Manufacturer narrative:
(B)(4). The event occurred in on an unreported date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.